Event description:
A patient called to report that their lfs meter prompts redo check, not ok and calibration is low. Ccr was unable to resolve all three issues. Patient is cleaning meter properly. There was no serious injury or adverse event. No further information has been reported.